Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 04/30/2013 with the following findings: the alleged issue (inaccurate high) could not be confirmed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "high" with the subject meter and 16.3 mmol/l on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (05/20/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on 4/30/2013 with the following finding: the test strip passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (08/05/2013)-device evaluation: the analysis of the subject meter was completed on (B)(4) 2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced during investigation. The meter functioned normally and no issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.